Event description:
A tech reported a patient with an unexpected outcome following bilateral intraocular lens (iol) implant surgery. In a follow up, the surgeon reported the event continues as the patient is still awaiting trial of contact lenses and glasses. The patient had attempted to wear gas permeable contact lenses, but was unable to due to eye dryness. It is unknown whether the iol caused or contributed to the event. An unapproved viscoelastic was used during the surgical procedure. There are two medical device reports associated with this event. This report is for the right eye.

Manufacturer narrative:
The product was not returned for analysis. Results from the product history record review indicated the product met release criteria. Additional information was provided which indicated the account used an approved cartridge, the handpiece is unknown. An unapproved viscoelastic was used. No root cause could be identified by the investigation. There have been no other complaints reported in the lot number. Additional information was requested on 02/22/2012 by fax and mail. A completed questionnaire was received on 03/06/2012. Medical records were received on 02/21/2012. (B)(4).